Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-03571. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): glenoid baseplate, catalog#:115330, lot#unk. Central screw, catalog#:115381, lot#unk. Locking screw, catalog#:180502, lot#unk. Locking screw, catalog#:180500, lot#unk. Locking screw, catalog#:180501, lot#unk. Locking screw, catalog#:180505, lot#unk. Glenosphere, catalog#:115316, lot#unk. Taper, catalog#:118001, lot#unk. Humeral bearing, catalog#:xl-115363, lot#unk. Primary stem, catalog#:113635, lot#unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03698.

Event description:
It is reported a patient underwent a reverse total shoulder arthroplasty revision approximately seven (7) years post-operatively, due to humeral tray fracture. Attempts have been made and additional information on the reported event is unavailable at this time.